Event description:
Patient returned to surgery to have second chemoport inserted. The first chemoport catheter, that had been inserted a few weeks before broke off and traveled to heart. This was identified by x-ray. The patient returned to surgery to have this removed and second chemoport inserted.